Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal and front housing. Functional test was performed. Couldn't replicate/duplicate the customer's reported issue. It was unknown what caused the problem. Preventive service and secondary repairs. The dso sensor and front housing will be replaced, and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that "did not allow to prime and beeped". No more information was provided. There was no patient involvement and no patient harm or adverse event reported.